Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 300 units of cold insulin. The customer was advised by tandem technical support to use room temperature insulin per pump labeling instructions. Prior to the call with tandem technical support, the customer was able to load a new cartridge successfully and received an accurate fill estimate. There was no impact to the customer's blood glucose level.